Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. We were unable to perform functional test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a broken insulin pump screen. The customer stated she stopped using the insulin pump about six months ago, when the screen broke. She did not replace the insulin pump and decided to do manual injections due to high blood glucose. The customer got in touch with a diabetes nurse and was advised to go back to treatment. The customer's blood glucose was 28.4mmol/l and treated with pen. The customer stated she dropped the insulin pump, which caused the screen to crack. The customer was unable to read the screen; she also mentioned the belt clip was broken. Advised customer that the insulin pump will be replaced.